Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by an occupational hygienist that the patient visited the skin specialist clinic and was tested for skin allergies. The doctor confirmed the patient has contact allergy to ethyl cyanoacrylate.